Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 4.0 x 28 mm xience alpine stent in the mid right coronary artery and a 3.0 x 33 mm xience alpine stent in the right posterior lateral coronary artery. On (B)(6) 2015, the patient experienced a non-serious episode of angina. On (B)(6) 2015, diagnostic coronary angiography was performed and no in-stent restenosis or thrombus was noted in the previously implanted stents; however, a new area of stenosis was noted distal to the 3.0 x 33 mm xience alpine, within 5 mm of the implanted stent. A coronary artery bypass graft procedure was performed on (B)(6) 2015. No additional information was provided.